Event description:
A caller reported white and black line appearing on the pump screen which effected the ability to interact with the pump. The customer¿s blood glucose level was around 20 mg/dl resulting in loss of consciousness. Reportedly, the customer was transported to the emergency room by emergency medical services. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.